Event description:
Customer called stating, she has been receiving error 2 and error 6 messages on her medisense optium blood glucose meter and has been unable to test. She also states, she is on a sliding insulin scale and was hospitalized due to the medical event. She reported symptoms of being irritable, shaky, sweaty and vomiting. It is not documented how she was transported to the health care facility. Customer reports receiving a reading of 40 mg/dl on the hospital's meter and diagnosis of hypoglycemia was given. She was treated with cranberry juice and soda. However, it is not documented if she received any medication treatment or the length of stay. The meter has been requested and has been received for investigation and replacement products have been sent to customer.

Manufacturer narrative:
The product has been received. It is under investigation; a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.